Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-12111. It was reported the pt's stimulation therapy was not providing effective pain relief. The pt stopped using the system, date unk. The pt was referred to a surgeon to schedule surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.